Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) results, for one patient, involving the access 2 immunoassay system. The customer obtained a quality control (qc) flier prior to the event but did not notice the flier until the patient¿s sample was analyzed. The customer originally obtained a result of 105 pg/ml (0.105 ng/ml). The customer reanalyzed the same sample and obtained a result of 18 pg/ml (0.018 ng/ml). The erroneous results were released out of the laboratory. The customer stated there was no patient consequence or change in patient treatment associated with this event. Prior to sample analysis, level 3 quality control (qc) was out of specifications; level 2 was within range. After the event, qc was elevated but was within range after reanalysis. The patient¿s sample was collected in lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the wash wheel made noise during a recent preventative maintenance (pm) and replaced the wash wheel motor and performed all necessary alignments. The fse performed a routine system check, high sensitivity system check, and a 20-replicate precision test. The precision test failed with two fliers at the end of the test. On (B)(4) 2013, the fse replaced the ultrasonic transducer and the associated ultrasonic printed circuit board (pcb) and completed all necessary ultrasonic adjustments and verified alignments. A level sense test was performed and passed. Another 20-replicate precision test was performed and failed due to fliers. The fse noticed bubbles in the wash valve. The bubbles were being distributed through the dispense probes into the patient's samples. The fse disassembled and cleaned the wash valve and replaced the piston seal on the pump. The wash pump/valve was primed and no bubbles were observed. The fse successfully completed a precision test that passed within the assay and instrument specifications. No further system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was the wash pump seal. Beckman coulter continues to track and trend any event related to this issue.